Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported air in line alarms which were confirmed through review of the history log but could not be reproduced. The upstream sensor was replaced as a known contributor to the reported symptom.